Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with an afx2 bifurcated stent graft, a limb stent graft and a vela suprarenal. On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the intervention, an additional iliac limb was implanted. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include a type 1b endoleak in the lcia along with a coiled riia seen at the initial implant. The most cause of the distal loss of seal was the off-label iliac anatomy and the suboptimal position of the stent in an aneurysmal vessel at the implant procedure. Procedure related harms and final patient position could not be ascertained due to the lack of the medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.